Event description:
Customer reported power cable became pinched in suspension pivot and severed cable, causing 110 volt arcing and emitting shower of sparks. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Blocks a2, a3, and a4 of this form do not allow the manufacturer to enter alphanumeric characters in the blocks. For this report, these blocks should be none.